Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the proximal edge of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft polymer extrusion was kinked at approximately 70mm distal of the guidewire port. The hypotube was also kinked at approximately 35mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, on the second inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of the same device. No patient complications were reported.